Manufacturer narrative:
A partial lead with the distal tip measuring 58.2cm was returned for analysis. External insulation abrasion was noted at 17.2-17.6cm from the distal tip, consistent with lead friction to another device or feature of the heart. Internal insulation abrasion was noted at 7.8-9.5cm from the distal tip. Externalized conductors due to internal insulation abrasion were noted at 9.0-11.8cm and 14.5-16.5cm from the distal tip. The etfe coating was intact at these locations. Externalized conductors due to external insulation abrasion were noted at 13.5-18.5cm from the distal tip, consistent with lead friction to another device or feature of the heart. The etfe coating was damaged during the surgical procedure at this location.

Event description:
It was reported that when an asymptomatic patient presented in hospital for a device change out due to normal eri, externalized conductors via fluoroscopy and fracture were observed. No electrical anomalies were detected. The lead was explanted and replaced without any complications. The patient condition was stable after the event.